Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed. Upon disassembly of the returned pump, two thrombus formations were found surrounding the inlet bearing cup and ball, obstructing approximately 25-35 percent of the blood flow path. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart during the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that they developed on the inlet bearing cup and ball developed over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small, loosely seated white tissue-like deposition situated adjacent to the bearing ball and in contact with one of the stator blades. The deposition was not adhered to any of the blood-contacting surfaces and did not appear laminated, suggesting that it did not initially form in the outlet stator. Although the origin of the deposition could not be conclusively determined, its color and structure were similar to the non-denatured portions of the laminated thrombi found on the inlet bearings, suggesting that it may have originated in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations; however, they were obstructing a significant portion of the blood flow path and could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported pump power elevations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2016. The patient had a complicated post operation course due to power spikes/flow, increased need for inotropes, suspected pericardial hematoma, suspected pancreatitis, and (B)(6) pneumonia. The patient was discharged on (B)(6) 2016 and readmitted on (B)(6) 2016 with syncope and sub inr, orthostasis due to over diuresis. Continued transient elevation with elevated inr on bivalirudin. A computed tomography angiography on (B)(6) 2016 revealed no outflow tract obstruction. A transthoracic echocardiogram revealed left ventricle dilation and right ventricle dilation with reduced systolic function.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the lvad system produced transient elevations in power and fluctuations in flows estimation. The patient''s vital signs were stable, and the lactate dehydrogenase (ldh) was around 500 u/l. On (B)(6) 2016, the ldh level was 725 u/l, and on (B)(6) 2016, the patient was placed on bivalirudin. It was reported that the ldh level continued to increase, and that thrombus was suspected. Additional information was requested, but has not been provided.